Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging that she was unable to test on her one touch ultra 2 meter. The patient reportedly mentioned that the meter would be stuck in the main menu after a test strip was inserted into the meter. She claimed once the test strip was inserted into the meter, nothing happens. The patient reported that the issue first began on (B) (6) 2010 after lunch. Due to the reported issue 30 minutes later, the patient developed symptoms of dizziness. The patient did not seek any medical attention or contact their physician for assistance. The issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not working after inserting a test strip into the meter, she developed symptoms suggestive of hypoglycemia.